Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited consistent shock impedance measurements of greater than 200 ohms. A shock impedance measurement of less than 20 ohms was also observed in the clinic. A revision procedure was performed in which a different rv lead was attempted but was not successful. No further actions or interventions are being considered at this time. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited consistent shock impedance measurements of greater than 200 ohms. A shock impedance measurement of less than 20 ohms was also observed in the clinic. A revision procedure was performed in which a different rv lead was attempted but was not successful. No further actions or interventions are being considered at this time. The rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted. This rv lead has been returned and will be analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited consistent shock impedance measurements of greater than 200 ohms. A shock impedance measurement of less than 20 ohms was also observed in the clinic. A revision procedure was performed in which a different rv lead was attempted but was not successful. No further actions or interventions are being considered at this time. The rv lead remains in service. No additional adverse patient effects were reported. Additional information was received that this rv lead was explanted. This rv lead has been returned and will be analyzed. No additional adverse patient effects were reported.